Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage: bezel damaged, physical damaged front panel; scratched there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 7/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent gastric bypass surgery, hernia surgery, and a pd catheter (not a fresenius product) replacement. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent elective gastric bypass surgery on (B)(6) 2025. During the surgery, it was discovered the patient had developed an umbilical hernia, which was not present prior to the patient beginning pd therapy. As a result, the patient underwent additional surgery during the gastric bypass to repair the hernia and replace the patient¿s pd catheter (not a fresenius product) due to its approximation to the hernia repair. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2025 in stable condition. Since the surgery the patient has lost close to 75 pounds, and due to the physical changes in the patient¿s abdominal size, the pd catheter has become positional and is being evaluated for a revision. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the umbilical hernia. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia, which required surgical intervention. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the users¿ expectations or the manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Per the pdrn, the patient¿s hernia was not present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
On 7/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent gastric bypass surgery, hernia surgery, and a pd catheter (not a fresenius product) replacement. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent elective gastric bypass surgery on (B)(6)2025. During the surgery, it was discovered the patient had developed an umbilical hernia, which was not present prior to the patient beginning pd therapy. As a result, the patient underwent additional surgery during the gastric bypass to repair the hernia and replace the patient¿s pd catheter (not a fresenius product) due to its approximation to the hernia repair. The patient continued to undergo ccpd while hospitalized and was discharged home on (B)(6) 2025 in stable condition. Since the surgery the patient has lost close to 75 pounds, and due to the physical changes in the patient¿s abdominal size, the pd catheter has become positional and is being evaluated for a revision. The pdrn stated the patient¿s liberty select cycler functioned as intended, however its usage likely created or exacerbated the umbilical hernia. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler.